Event description:
It was reported that the patient and surgeon were concerned that the generator battery may have prematurely depleted. The patient only had it implanted for 3 years, was on low settings and had already reached ifi=yes, 8-15%. The patient underwent a generator replacement. The explanted generator has not been received by product analysis to date. No other relevant information has been received to date.